Manufacturer narrative:
(B) (4).

Event description:
Pt reported that she doesn't feel the device is helping control her symptoms, and the ins site was bruised from exercising. "I'm unable to tolerate the higher program of stimulation without it painfully shocking me. I'm only at .04 and that's not enough to help my symptoms." Pt discussed the problem with a company rep and met with her md and decided to remove the system.